Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and object code indicates the blower contributed to the foam degradation. Additionally, the service technician noted dust contamination and error codes were displayed (e051 / e-51: err_corrupt_compliance_log, e053 / e-53: err_comp_log_sem_timeout, e055 / e-55: err_therapy_queue_full) in the device log. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.